Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon had a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation results a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the balloon. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon had a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. There have been no patient complications reported as a result of this event.